Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Tandem technical support educated the customer in possible causes for fill resistance. A syringe needle change was performed to address the issue. Customer's blood glucose level was 94 mg/dl.